Event description:
It was reported that approximately 141 months after a left total knee replacement procedure, the patient underwent a revision procedure to address anterior knee pain, worn patella, and hyperextension. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices 2176793 02-012-41-3030 - logic tibia traptray cem sz 3f/3t 2177866 02-010-01-0230 - logic femoral ps cem left sz 3 2188940 200-02-32 - three peg patella 32mm the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.